Event description:
It was reported that during a surgical procedure, the drill attachment heated up. Backup equipment was used to complete the procedure, without causing a delay. No pt or user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR; however, the overheating complaint could not be replicated. Based on the results of the device eval, the drill operated within temperature specifications. Internal components were inspected and a small amount of foreign debris was found within the device, and the bearings were slightly gritty. Once disassembled, the drill attachment could not be reassembled so, therefore, could not be returned to the user facility.